Manufacturer narrative:
The hospital's on-site biomed reseated a diaphram in the bellows assembly, and the unit was returned to service. The customer contact informed ge healthcare that the patient information is not available for the reported event.

Event description:
The hospital reported the unit had a leak in mechanical ventilation of 5lpm during a case. No report of patient injury.